Event description:
Seen for consultation in 9/2002 with bilateral contractures and displacement of implants. Underwent bilateral capsulectomies, removed and replaced gel implants with saline implants which revealed significant gel bleeds with severely thickened capsules with severe calcifications bilaterally. No siliconomas left side; all was contained to the intracapsular space.